Event description:
It was reported that a spectrum infusion pump was alarming sys error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported sys error 105 at power up and was caused by a failed motor (flex). The failed motor assembly was replaced.